Manufacturer narrative:
The device was returned to olympus for inspection. In addition, during the device evaluation the following reportable malfunctions were found: insertion tube is dent, insertion tube is scratched, and light guide bundle is broken. Based on the results of the investigation, it is presumed that the event occurred due to component failure. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited scratches and dents on outer tube and insertion tube and a broken light guide bundle. There was no patient involvement.